Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Customer's blood glucose (bg) was high (specific value was not provided). Customer gave a manual injection to address bg level. Reportedly, multiple cartridge changes and an infusion set change were performed to address the issues and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.